Manufacturer narrative:
The unit was received with a blank display due to a corroded battery cap contact. The unit was tested with a good battery cap. The unit had normal operating currents. The unit did not have a blank display or weak battery alarm during testing. No damage was found on the c13/lcd isolation tape. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a corroded battery tube, and cracked battery tube threads.

Event description:
The customer called in to report that her insulin pump kept turning off and the display would go blank. The customer also reported receiving several weak battery alarms and weak signal alerts. The customer's blood glucose level was 212 mg/dl. The customer inserted a new battery and the display returned. The customer requested to have the insulin pump replaced per doctor's requests. The customer was sent a replacement device, and was advised to return the device back for analysis.